Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. This occurred prior to the patient going to the ccl (cardiac cath lab) for a procedure. Central lumen clotted and there was no radial line. Doctor was scheduled to replace iab in ccl. There was no reported injury to the patient.